Manufacturer narrative:
Mp1000-c 510k: this is an international code - the model#/catalog# identified in is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is mp1000. The 510k number provided in section g5 is for the domestic similar product: k072542. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd maxplus¿ positive pressure connector was loose and leaked from the y-site during use. The following information was provided by the initial reporter: "when customer flushed the main port of the huber needle they observed "spraying/leaking" from the y-site- where the max connector is connected to the swabcap."

Event description:
It was reported that the bd maxplus¿ positive pressure connector was loose and leaked from the y-site during use. The following information was provided by the initial reporter: "when customer flushed the main port of the huber needle they observed "spraying/leaking" from the y-site- where the max connector is connected to the swabcap".

Manufacturer narrative:
H6: investigation summary: a video was sent by customer and analyzed by our quality team. The leak has been verified and is clearly present in the provided video. The root cause of this failure is unknown though, without a physical sample for investigation. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
Correction: h1: type of reportable events: malfunction.

Event description:
It was reported that the bd maxplus¿ positive pressure connector was loose and leaked from the y-site during use. The following information was provided by the initial reporter: "when customer flushed the main port of the huber needle they observed "spraying/leaking" from the y-site- where the max connector is connected to the swabcap".